Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2017-00087 was submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc181200/15400934, plc181000/15480301. A review of the manufacturing records for the device(s) is being conducted.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2017, the patient expired. No additional information was provided. Additional investigation is pending.